Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is lot 3227115, medwatch with identifier (B)(6) is lot asku.

Event description:
Customer found insulin during every cartridge change. Was using another lot of cartridge, changed them, but issue reoccurs. No adverse event alleged. A request was made for the return of the device.